Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is completed.

Event description:
Boston scientific received information that remote interrogation of this device was unsuccessful despite multiple troubleshooting efforts. The patient presented to her clinic as she was feeling a fluttering in her chest and the device had been emitting tones. Interrogation revealed the device was in safety mode. Radio-frequency (rf) telemetry is disabled in safety mode which caused the inability to communicate with the device remotely. Additionally, noise, oversensing, pacing inhibition and pacing impedance measurements less than 200 ohms were noted on the right ventricular (rv) channel. A revision procedure was performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned segments was performed. The lead had been severed at 25.8cm from the terminal pin. Resistance testing and an x-ray confirmed the electrical continuity of each segment. Microscopic evaluation noted the trilumen insulation was abraded through to the rate/sense coils with a permanent bend at the abrasion site. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the suture sleeve. The reported noise, oversensing, inhibition and low pacing impedance measurements are likely the result of the lead damage observed by the laboratory.